Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that since they got the implant, the therapy had helped their symptoms by at least 50% or greater and their most recent program had been like their symptoms had gone away. Patient stated it was great and they hadn't touched their external devices in probably over 6 months, however last friday, it was raining and "it was funny' because they felt like they should wear a pad a pad that day so they did and it was like "every time I would turn around I was peeing." Patient stated if they were moving they'd be ok but if they were sitting still that's when they felt like they were peeing. The patient stated they went to check their therapy settings on saturday(B)(6) 2024 afternoon and when they connected they got a message that said 'therapy device has lost all data, contact your clinician. End session.' They reached out to the manufacturing representative (rep) on (B)(6) 2024, but haven't heard back yet. Patient denied having had any falls or traumas or having been exposed to any strong electromagnetic sources that could have led to the event. Patient services reviewed the meaning of the message with the patient and reviewed stimulation battery longevity considerations and again redirected the patient to follow up with their health care provider (hcp) to address the issue and check the ins battery. The patient was directed to their healthcare provider, however is out of state of the next month,. The patient was sent doctor listings.  They would prefer to follow up with their doctor when they got back from being out of town, but they'd decide what to do later. Patient stated they would wait for the rep to call them back and if they didn't hear anything they would reach out to their doctor to discuss their situation.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.